Event description:
Ous MDR. After an implantation time of about 24 months, it was reported to us that vf detections and associated charge processes occurred due to oversensing. The ICD and the lead were explanted. Lumos vr-t, MDR 1028232-2008-01710.

Manufacturer narrative:
Ous MDR - the mechanical and electrical properties were checked during the analysis of the lead. There were no deviations from the technical specifications that could be related to the clinical complaint. In particular, no damage to the electrical insulation was detected, which could have been related to the observed oversensing. The electrical testing of the lead did not show any anomalies. The deformation of the ventricular plug connector is probably a result of abnormal tensile forces during the explantation of the lead.